Event description:
An olympus representative reported that the endoeye flex deflectable videoscope had a blackout, no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6) hospital, saiseikai branch, social welfare corporation. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section scratches, adhesive chipping, video connector deformation, and light guide corrugated tube collapse. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blacked out image issue could not be determined, however, the issue was likely the result of a damaged or disconnected image sensor unit, a component failure on the circuit board due to repetitive use stress, external factors, and or user handling. The event can be detected by following the instructions for use which state: " chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.